Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with a hemodialysis catheter. The customer reports that the catheter was implanted on (B)(6) 2008 and explanted on (B)(6) 2009 because there were bubbles formed in the materials of the catheter. The customer was cleaning with baxedin, bactroban ointment and then covered with a tegaderm dressing. The catheter was replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.